Manufacturer narrative:
Concomitant medical products: 429888 leda, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that a problem occurred with their cardiac resynchronization therapy pacemaker (crt-p). The problem was addressed but reportedly recurred. The device remains in use. No patient complications have been reported as a result of this event.